Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, force was used to remove the device. It should be noted that the electronic perclose proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case the device withdrawal against resistance was determined due to operational circumstance. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide after a diagnostic procedure using a 6fr sheath. Reportedly, after the sutures were advanced [deployed] and foot was retracted, the device could not be removed from the patient anatomy. Force was required to remove the device, tissue damage occurred. Manual arterial compression was applied to repair the tissue damage and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.